Event description:
A guardian reported that the pump was experiencing excessive battery depletion, requiring daily charging. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional action was required.